Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of the pulse generator found that inadequate electrical contact between the setscrews and the corresponding leads most likely contributed to the reported noise anomaly.

Event description:
It was reported that noise was observed on both the atrial and ventricular channels. The pulse generator was explanted and replaced. The patient was doing fine after the procedure.